Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed oversensing and inhibition of pacing. The noise was present on the ventricular rate/sense channel and was almost continous, except for a one second cessation.